Manufacturer narrative:
Continuation of medical devices: d314drg ICD implanted: (B)(6) 2011; 6996sq58 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed low sensing of the r waves. The pacing/sensing portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.